Event description:
It was reported that ventricular assist device (vad) had an increased on the speed by 200 rotation per minute (rpm) and that the patient felt the flow rate was higher before the speed was increased. Additional to that, the patient presented to the hospital with hearth palpitations symptoms. An holter echocardiogram was performed. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the event details, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: hw41260 was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the pe rformance of the device in relation to the reported event. A review of the hw41260¿s manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front preload measurement and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed evidence of thrombus within the device. Log file analysis revealed an increase in power consumption and estimated flows to parameters above normal operating range starting on 28/aug/2022 followed by several sudden increases in power consumption on 01/sep/2022 through 02/sep/2022. Moreover, 361 high watt alarms were logged since 01/sep/2022. As a result, the reported high power/flow and thrombus events were confirmed. The reported pump sound event could not be confirmed due to insufficient evidence. Hw41260 is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization of the center-post. While hw41555 is in scope of fa1243, visual inspection at high magnification of the cap we ld, impeller inner diameter, and center post did not reveal any indication of an issue that may have caused or contributed to a premature demagnetization of the center-post. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information the most likely root cause of the high power/flow event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation and the investigation conducted, a possible root cause of the reported pump sound event may be attributed, but not limited, to thrombus within the device leading to impeller imbalance. Information provided by the site indicated that, in addition to the high watt alarms the patient experienced heart palpitations symptoms, increased lactate dehydrogenase (ldh), malaise/fatigue, hematuria, and suspected pump thrombosis. A urinal catheterization was planned and the anticoagulation therapy was strengthened. Additionally, a computerized tomography (CT) scan, x-ray, and holter echocardiogram was performed. The vad was explanted. Per the instructions for use, device thrombosis is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had an increase in malaise/fatigue. A computerized tomography (CT) scan was performed, and no abnormalities were found. The patient¿s general condition did not change considerably so the patient returned home. Log files were reviewed, and it was confirmed that there were no alarms related to the device operation and no power spikes. It was also reported that there were a frequent ringing of high-power alarms and hematuria were also observed so the patient went to the emergency room for a detailed examination. A serious low noise could be heard coming from the vad. A review of the log files showed that power consumption had been previously observed. The patient was hospitalized again for suspected pump thrombosis. The patient ldh was now greater than 2000 and was said to have increased to 4000, and the free hemoglobin was greater than 530. Since the patient did not have any urination after hospitalization, the plan was to perform a urinal catheterization and the anticoagulation therapy was strengthened. It was also noted that a computerized tomography (CT) scan was performed, and the result have not been obtained, and an x-ray showed that the lung field was clear. The vad was explanted and replaced with a competitor device. It was also further reported that no thrombus was observed in the inflow cannula or the left ventricle and that there were concerns about the effect on renal functio n after the vad replacement.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b2. Outcome attributed to adverse event -b3. Date of event: corrected from 13-june-2022 to 15-aug-2022 -b5.desc evt problem -h6. Patient codes (ime/annex e) & imf (annex f) health impact code(s) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to: -b5.desc evt problem -h6. Patient codes (ime/annex e) <(>&<)> device codes (fdd/annex a) investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was not admitted to to the hospital and that the holter ECG will be scrutinized on the next outpatient clinic. It was also reported that abnormal sounds were heard from the vad and that the lactate dehydrogenase (ldh) increased around 200 to 600.

Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - b5 desc evt problem: updated to include information regarding intervention for the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no specific intervention because there were no ¿particular abnormalities¿ in the examination other than elevated ldh. It was also reported that there was no intervention regarding the vad sound either.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the (B)(6)manufacturing documentation confirmed that the associated pump met all requirements for release. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. Dimensional verification revealed that the front preload measurement and front housing disc curvature were found to be deviating from specifications. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed evidence of thrombus within the device. Log file analysis revealed an increase in power consumption and estimated flows to parameters above normal operating range starting on 28/aug/2022 followed by several sudden increases in power consumption on 01/sep/2022 through 02/sep/2022. Moreover, 361 high watt alarms were logged since 01/sep/2022. As a result, the reported high power/flow and thrombus events were confirmed. The reported pump sound event could not be confirmed due to insufficient evidence. (B)(6) is in scope of fa1243, which was initiated for pumps with a potential manufacturing issue that may result in demagnetization of the center-post. While (B)(6) is in scope of fa1243, visual inspection at high magnification of the cap weld, impeller inner diameter, and center post did not reveal any indication of an issue that may have caused or contributed to a premature demagnetization of the center-post. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information the most likely root cause of the high power/flow event can be attributed to external factors such as thrombus formation/ingestion. Based on the risk documentation and the investigation conducted, a possible root cause of the reported pump sound event may be attributed, but not limited, to thrombus within the device leading to impeller I mbalance. Information provided by the site indicated that, in addition to the high watt alarms the patient experienced heart palpitations symptoms, increased lactate dehydrogenase (ldh), malaise/fatigue, hematuria, hemolysis, and suspected pump thrombosis. A urinal catheterization was planned and the anticoagulation therapy was strengthened. Additionally, a computerized tomography (CT) scan, x-ray, and holter echocardiogram was performed. The vad was explanted. Per the instructions for use, device thrombosis is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pharmacological, and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced hemolysis.